Manufacturer narrative:
Initial reporter : postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right is deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified fold creases, black particles in the fill channel, one linear opening, void >1 mm in non-textured, valve-to shell-bond area and wear abrasion. A microscopic analysis and leak test were performed which identified one opening crease smooth. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -one opening crease smooth in the side radius assessed as fold flaw opening.

Event description:
Healthcare professional reported right is deflation. Healthcare professional additionally reported capsular contractor, grade unknown. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture, grade unknown is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported, capsular contractor, grade unknown. The device has been explanted.